Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Manufacturer contacted customer on 12/28/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that he still getting high results with the replacement product. No medical intervention or symptoms since the last call. Customer's daughter states that she will give a call to her father's pcp before she gets another replacement.

Event description:
Consumer reported complaint for high blood glucose results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 318, 198, 238, 266 and 238 mg/dl. The customer is also concerned with the back to back blood test performed during the call being erratic; tests were performed fasting using true metrix meter and produced results o 326 and 271 mg/dl. The customer's expected fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/27/2018 and open vial date at time of call is ten days. The meter memory was reviewed for previous test result history: (B)(6). Customers daughter states that results are higher than her fathers normal range. Customer has not had any changes to exercise and/or diet routine. Customer is concerned with the high results and the erratic results from the back to back testing.